Event description:
It was reported that the label (hanger) of the endosol balanced salt solution bottle gave way during surgery. It was stated that the endosol bottle nearly hit the patient during surgery, but the surgeon just caught it in time. The doctor completed the patient''s surgery. No patient injury or complications were reported.

Manufacturer narrative:
(B)(6). Prior to release to market, the endosol met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.